Manufacturer narrative:
(B)(4). Sample was not returned, therefore, complaint could not be confirmed in the lab. The lot number is unknown, therefore, a batch review was not performed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the check lines and bags alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that the spike came out of bag when he went to turn spike. The technical service representative (tsr) explained that set up was compromised and that hp would need to cycle power off / on to the hc machine and use all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that this was an isolated event. The hp stated they did not develop any adverse reactions or require any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated no companion samples were available. No further information is available at this time.